Event description:
It was reported that the atrial lead had a possible fracture. The lead had high impedance, high thresholds, and noise. The device was reprogrammed to turn the atrial lead off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product 6945-65 lead, (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing, impedance on the atrial pacing lead was beyond the expected upper range, and atrial pacing capture threshold was elevated. Atrial capture threshold was greater than 2.5 v on (B)(6) 2014. Evidence of oversensing has been noted on at/af episodes around (B)(6) 2014. Atrial bipolar lead impedance was greater than 3000 ohms on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.